Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, white encapsulation in the device and broken shell. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior and crease fold. Based on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening.

Event description:
Physician reported right side "intra and extracapsular rupture and a double hull." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: broken device is observed; however, they are not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported right side "intra and extracapsular rupture and a double hull." The device has been explanted.